Manufacturer narrative:
The customer was advised to test the sample manually. Testing performed using nhance resulted as negative for e positive cells. Testing performed with peg resulted as positive (2+) with the e positive cells. An immucor technical support specialist reviewed the image result files. Review of the test sample results showed that screening cells 1 and 3 resulted as negative and visually appeared negative. Screening cell ii results as negative and visually appears weak positive with a well score of 2. Controls reacted as expected. Repeat testing resulted the same as initial testing. A review of the event log showed no errors at the time of testing. The camera images appeared aligned and focused. The customer was advised of technical communication (B)(4) which informs users that in some instances on the echo where the instrument may generate a negative well interpretation for the antibody screening and antibody identification assays and subsequent visual interpretation of those reactions are weak positive or questionable (equivocal). Customers are to perform a visual verification of negative reactions before final release of those well results. The instrument is operating as expected.

Event description:
A customer reported obtaining an unexpected negative reaction on the galileo echo instrument ((B)(4)) for a sample with a history of having anti-e.